Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient's right atrial lead exhibited episodes of under-sensing. Half of the patient's events were under-sensed during atrial fibrillation episodes. Programming changes were discussed.